Manufacturer narrative:
The returned device was evaluated and the exposed portion of the cannula was bent in two place. It is unclear when the bends occurred. The top housing had cracks along the corners of the pod. Damage to the top housing did not inhibit function of pod and the bent cannula did not affect the flow of fluid. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached 389mg/dl while wearing the pod on his hip/buttocks for longer than 48 hours. Treatment included replacing the pod and giving a bolus. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.